Event description:
Tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug.

Manufacturer narrative:
A visual examination of the returned instrument confirmed the reported event. The threaded end of the shaft tip shear off. The manufacturing records were reviewed and there were no dimensional, functional or material anomalies found in the documentation. The probable underlying root cause for the reported event is excessive deflection forces. Under those conditions, the shaft thread would be the region of the instrument with the smallest cross-sectional area and more prone to breakage.